Event description:
Heartmate 3 patient with persistent complaint of lightheadedness, syncope, near-syncope presents with right parito-occipital infarct in the setting of international normalized ratio (inr) 1.6 and aspirin 162 mg, normotensive. Incidental finding of subtotal non-occlusive left internal carotid artery (ica) was found during evaluation, however neurology states that patients neuro symptoms would not be explained by this finding.